Manufacturer narrative:
(B)(4) . Service level investigation determined fluid ingress contamination, affecting the bezel assembly, air-in-line assembly, logic board, motor controller board, rear case, and both pressure sensors. Findings were communicated to the customer who elected to have the device returned to their facility unrepaired. The alaris system cleaning directions for use, the list of approved cleaning products for alaris system devices and the set loading tip sheet were sent to the reporter to be distributed to the appropriate staff.

Event description:
Customer sent device in with report of not pumping properly. Service at the mfg facility found residue on occluder consistent with a fluid ingress condition. Customer did not have any report of any pt incident with the device.